Manufacturer narrative:
Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and unexpected restart error test due to motor error alarms. Pump passed displacement test, rewind test, basic occlusion test, prime/delivery test and self-test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no blank display noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 99 mg/dl. After troubleshooting, display screen did return. Customer was advised that insulin pump would need to be replaced.